Event description:
It was reported that the 840 ventilator generated a device alert message and "cant access service mode". The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(6). Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator generated a device alert message and "cant access service mode". The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not see any information of bd (breath delivery) cpu on gui (graphic user interface) screen at ventilator configuration and replaced the ai (analog interface) pcb (printed circuit board). The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. One ai pcb was returned to medtronic for failure analysis. The return part was attached to the test ventilator, and the ventilator failed the power on self test (post) generating a ventilator inoperative condition. The fault was isolated to the reference designator u8 component on the ai pcb. If this failure occurred during ventilation, the ventilator would generate a ventilator inoperative condition with the appropriate audio and visual alarms would enunciate. The cause of the event was isolated to a fault in ai pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.